Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation conclusions), h11. Corrected fields: d4 (lot no., UDI no.), e2. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference ID: (B)(4).

Event description:
It was reported that during the intra aortic balloon (iab) therapy the catheter was placed through an axillary approach, off lable. When trying to get the patient in a standing position from sitting the iabp began to alarm "check iabp catheter" and blood was noticed in the helium tubing. The catheter was removed with no harm to the patient. .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.